Event description:
Upon opening an insulin syringe, the nurse observed the bottom plunger flange to be snapped off and not inside the packet. Not used for patient medication administration. Removed from service. No patient harm.